Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the surgeon was examining the staple line during laparoscopic sleeve gastrectomy , the yellow indicator broke off and fell into the cavity of the patient and they did not know which staple reload it originated because of multiple reloads used in the case. Laparoscopic grasper was used to retrieve it. The case was completed using endo gia reloads with both purple and black. There was no patient injury.